Event description:
In 2009, after suctioning the patient, the ventilator alarm went off and the patient was immediately ambu-bagged, and a new ventilator was exchanged. There was no change in the patient's condition. The ventilator was serviced by the manufacturer and the peep reservoir was replaced. The ventilator was returned to service.